Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas1603 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported by the facility on (B)(6) 2017, they observed a partial occlusion in the device. The occlusion was partially removed with urokinase. On (B)(6) 2017, the patient started chemotherapy with trabectedin infusion. On (B)(6) 2017, the patient went to emergency for suspected phlebitis in the right arm with extravasation. The patient had an ultrasound of the right arm on (B)(6) 2017. On (B)(6) 2017, the healthcare professional removed the device. Once the device was removed a hole was noted at the 10cm mark near the exit site.